Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction (mi) and restenosis. The target lesion was located in the left main coronary artery (lmca) with 80% stenosis and was 6 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.5 mm x 12 mm ion stent with 0% residual stenosis. During the index procedure, a non-target lesion located in the distal left circumflex was treated with balloon angioplasty with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest discomfort on the side of her chest that was worse than her previous episodes and was at rest. Elevated troponin values were observed and the patient was diagnosed with a non st elevated myocardial infarction with peak troponin- 0.15 ng/ml; uln- 0.03 ng/ml. An ECG was performed and the patient was diagnosed as having a non q-wave mi. The patient experienced ischemic symptoms. The 65% restenosis of the previously placed study stent located in the lmca was treated with balloon angioplasty and placement of a 3.5 mm x 16 mm promus element drug eluting stent, the stent covered the entire previously placed stent. Following post-dilatation, ivus was performed, and confirmed "good" apposition resulting in good flow with 0% residual stenosis. A brief attempt was made to open the left circumflex (non-target lesion) with a luge wire and 5 minutes of attempts were tried to get through the plaque. It was felt that if it was a soft plaque and easy to fix, the subject might benefit from the revascularization and if it was a hard plaque would result in more risk. The wire did not pass through the plaque, hence the revascularization was aborted. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.